Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Patient ( (B)(6) ) was injected with subcutaneous insulin aspart. When the nurse was drawing insulin, found the barrel of the syringe broken and the liquid could not be drawn. The nurse replaced the syringe and drew insulin again. No harm was caused to the patient. On june 3, the customer service called the contact person to verify the information: item number 320310, purchase time unclear, no samples retained, photos available. No survey response required. Sample availability? Yes. Sample availability details : picture/video only.